Event description:
The customer contacted philips healthcare to report that the user said when 150j test have voice occur and no pass text in record paper.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that the device test is abnormal. There was no reported patient involvement.